Event description:
A heater bag disconnected during use. It was not specified when during therapy this occurred. Pt resumed dialysis using the cycler. No pt injury or medical intervention was involved. An attempt was made to obtain additional info regarding this report but none was provided.